Manufacturer narrative:
The installation was done with screws screwed in counter veneer (improper installation). The customer wanted to continue utilizing the rail portion that was still intact; bhm customer service department had him sign a document to stop the use of the device. During the service technician's visit, the rail still attached came off easily. The manufacturer recommends: the customer have this product inspected and repaired (if needed) by a qualified technician and that these actions be recorded. The inspection should include the lift owned by the customer since 1999. The installation had been redone entirely (B) (6) 2007.

Event description:
The facility reports the rail section installed in the bathroom is pulled out (the wooden screws screwed in the ceiling, pulled out). No one was injured at the time of the incident. (B) (4).